Event description:
Stapler misfired causing excessive bleeding and surgery time. The procedure being completed is unknown. The incident resulted in a 400 cc blood loss from the patient. Additional patient outcome information is unknown. The device was returned to the manufacturer on 11/02 but no manufacturer report was received as of 1/03. Device usage problem: device malfunction.